Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced lot of low blood glucose level for past three weeks. Customer blood glucose level was in the 50's mg/dl. It was unknown that auto mode feature was active at the time of low blood glucose event. Troubleshoot was not performed. The device will not be returned for analysis.